Event description:
An attempt was made to use an amphirion deep pta balloon catheter for poba purposes to treat a none calcified, 20% diffuse lesion. The balloon was inspected and prepped prior to use with no abnormalities noted. No resistance was experienced when crossing the lesion with the device; however it was reported that the balloon burst on the first inflation at 8 atms. No injury was reported to the patient. Device evaluation: the balloon was burst longitudinally.

Manufacturer narrative:
(B)(4). Result: based on information available and review of returned device, operational context may have impacted on event. Conclusion: operational context impacted on reported event.